Event description:
Customer reported possible false negative urine hcg tests. Customer observed discrepant (-) urine vs serum (+).

Manufacturer narrative:
Device lot number: hcg8079002 (exp. Date: 07/2010) controls: 25miu/ml hcg control - urine - lot no: 0612571; 100miu/ml hcg control - urine - 0612573; 292 iu/ml clinical pregnant urine sample - urine - hcg090114; 500 iu/ml hcg control - urine - hcg080307r. Summary of results: the retention tests met qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. Correct positive results were observed when tested with 100miu/ml hcg urine control, 292 iu/ml clinical pregnant urine sample and 500iu/ml hcg control. No false negative results observed. Conclusion: unable to confirm complaint with retention materials testing and manufacturing document review. No corrective action required as no product deficiency was established.